Event description:
In 2001 the end-user's family member called minimed, USA and stated that the end-user was hospitalized with bgs in the 500's. A leak was found at the connection between the tubing and the syringe. The set does not appear to be cracked or broken. In september 2001 maersk medical received the complaint and the used tubing.